Event description:
Depuy lps uncemented femoral stem 12 x 100 mm , cobalt chrome, implanted in 2016, broke thereby requiring revision operation. Presents with left femoral component knee replacement hardware failure. The patient states that last night he was standing in his bathroom brushing his teeth when he heard and felt a loud "pop". He states the leg immediately felt unstable and he lowered himself to the floor. He did not fall. He was transferred via ambulance to (B)(6) hospital for evaluation where imaging was obtained and showed fracture of the femoral component of his knee replacement hardware. He was then transferred to our facility for further evaluation and treatment. The patient reports that he has had minimal pain in the leg. He notes baseline numbness of the extremity and denies any new or worsening numbness or tingling. The patient states at baseline he is able to ambulate on his own with occasionally using a cane for assistance. The patient reports that in (B)(6) 2016 he was run over by a semi. He underwent approximately 30 reconstructive surgeries to his left lower limb at the (B)(6) center in (B)(6) by dr. (B)(6). We are working to obtain records. FDA safety report ID#: (B)(4).